Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown shell, acetabular trident pal sz 50. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4).

Event description:
It was reported that there was a femoral fracture.

Manufacturer narrative:
An event regarding a femoral periprosthetic fracture involving an unknown shell, acetabular trident pal sz 50 was reported. It could not be determined whether or not the patient was implanted with a stryker stem. The trident shell does not interfere with the femoral stem/bone interface.

Event description:
It was reported that there was a femoral fracture.